Event description:
It was reported that patient presented to the hospital with hemoptysis. Computed tomography angiography showed acute mallory-weiss tear. Patient received fresh frozen plasma (ffp), vitamin k, and 2 units of blood then was transferred to the implanting center. Esophagogastroduodenoscopy performed showed an actively bleeding mallory-weiss tear which was treated with 3 endo clips and 2 additional ffp given. Patient remained off coumadin and acetylsalicylic acid (asa) with plans to resume on (B)(6) 2022 with a goal of 1.5-2.5 and no asa.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding as adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.